Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert. Upon interrogation, low, out of range hv lead impedance and pacing lead impedance were observed. Fluoroscopy revealed the lead was dislodged. Lead was explanted when repositioning was unsuccessful. Patient condition is stable.